Event description:
Patient called to report that their meter had been giving them false high bg readings, which resulted in calling the paramedics and being treated. Patient mentioned that meter had been giving them high readings for the past couple of days prior to the incident. In 2002, patient tested their bg around 6pm and obtained a 447mg/dl. Pt mentioned they then took 40u of humalog (based on a sliding scale). Around 8pm pt was not feeling well and had symptoms which consisted of feeling sleepy, sweaty, slurred speech and blurry vision. Pt's nurse called pt around 9pm and noticed pt was talking funny and asked pt if they were ok. Pt mentioned they were not well, so their nurse called the paramedics. When the paramedics arrived their bg was 27 on paramedics meter. They treated patient with IV glucose and d-50. Patient was then admitted to the hospital. At the hospital pt's bg was 75mg/dl on the hospital meter. Patient also had a temperature of 103. They wanted to keep patient in the hospital for a couple of days because patient had an infection in their legs. Pt was released four days later. When pt left the hospital their bg was 151mg/dl. The diagnosis in the hospital was of cellulitus in the legs. Patient mentioned that the day of the incident, pt opened a new vial of test strips and noticed that three of the test strips were bent and sticky. Pt used those test strips to test their bg and that was where pt obtained the 447mg/dl and 275mg/dl. The following day, after being discharged, patient tested their bg and obtained a high reading (does not recall the result). Pt then checked the ctrl sol and claims it fell high out of the range. That was when pt called lfs to find out what was wrong with their meter. Patient did not have meter, strips or ctrl sol handy with pt for co to get information from the meter or to do a ctrl test. Ccr sent patient replacement products. Note: patient mentioned that pt is anemic and that their hematocrit is low. Co referred pt to the test strip literature about hematocrit limitations. Co faxed pt the test strip literature.